Event description:
Reporter called to report that approx 11 minutes into treatment, the balloon deflated and was detected by ultra-sound. Probe was replaced and treatment proceeded. There was no pt injury.